Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. Batch # p92u8p. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that the jaw part is broken and cannot be inserted into trocar.

Manufacturer narrative:
(B)(4). Batch # p92u8p. Device analysis: the 5bb instrument was returned with no damage in the external components. The instrument was tested and functioned properly as it did open and closed without any difficulties noted. The end effectors were inspected and no broken parts were noted. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.